Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced gi bleeding with an unknown etiology. The patient was hospitalized and transfused 4 units of packed red blood cells, and unspecified changes to the medication regimen were implemented.

Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined. The patient remains ongoing on vad support. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 49 days.no further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.